Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately six weeks post implant they felt like they were in "heart block again" after being close to loud speakers. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.